Event description:
The customer reported that the system displayed an a/d channel 8 failure which means the analog-to-digital channel failed during system start-up. This error will likely prevent the system from booting up. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power cap module was evaluated and replaced. The system was tested and found to be working as intended.